Event description:
It was reported that during a stent procedure, while loading the stent delivery system (sds) over the guide wire, it became stuck. The sds was pulled back and the tip of the sds came off and remained on the guide wire. Reportedly, there was no patient involvement with this device.